Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient could not adjust their stimulation using the programmer. Follow-up information received reported that the patient met with their healthcare professional for the event. Patient symptoms of painful stimulation were noted. They were given a new patient programmer and re-educated on it use. Subsequently, the patient had to have the neurostimulator system removed to have an MRI performed (disease progression). It was also noted that the device was not helping much. Patient outcome was reported as no injury.